Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to open and close. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.